Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site and ineffective stimulation due to the leads migrating. X-rays confirmed migration. Surgical intervention took place wherein the system was explanted and replaced to address the issue. Effective stimulation was established.